Manufacturer narrative:
.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 63 months ago. Aneurysm and vessel morphology at the time of implant were not reported. A recent cta abdomen and pelvis documented there was stent graft migration where the proximal landing zone was approximately 3 cm below the origin of the right renal artery. Contrast was seen to fill the endograft; however, there was no evidence of an endoleak. The diameter of the aneurysm just below the renal arteries was 4.4 cm compared to 4.1 cm on the prior study. The diameter of the largest segment of the aneurysm sac measured 5 cm compared to 4.7 cm on the prior study. No free fluid within the abdomen was seen. It was also reported that the aortic neck measured 33-36 mm in diameter. No intervention has been performed as the patient chose intervention in several weeks. No additional clinical sequelae were reported.